Manufacturer narrative:
Device evaluation of monitor (B)(4) has been completed. The reported problem (service code 108 - noncritical database error) has been confirmed. As received, the monitor was resetting. Upon evaluation, the monitor exhibited a flash memory failure at bga components u102 and u105 on the c/a board. The cause of the service code was the flash memory failure. Root cause investigation into devices exhibiting similar failures modes indicates likely intermittent bga connections. The intermittent connections are likely induced by mechanical stress. The exact source of the mechanical stress has not been positively identified but the intermittent connection may have been accelerated through rough handling. No adverse event resulted from the defective monitor.

Event description:
A us distributor reported that a patient's monitor displayed a service code 108.